Event description:
It was reported that the guide wire tip detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. When a savion flx guidewire was navigated to the target lesion, the tip of the wire broke off in the patient's vessel and could not be removed. The procedure was completed with a non-bsc wire. No further patient complications were reported and the patient was doing well.